Event description:
It was reported that during a hand assisted sigmoid resection, the staple line was incomplete. Staple legs were open and leaking. Surgeon re-sutured which extended the surgery time for over an hour. No patient consequence.